Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) may not be meeting the physician's expectations regard to longevity. The physician has elected to monitor battery status until elective replacement indicator (eri) is reached.